Manufacturer narrative:
This report is submitted on april 28, 2021.

Manufacturer narrative:
This report is submitted on march 23, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.